Event description:
Catheter ruptrued. No further details were offered with device report.

Manufacturer narrative:
The catheter used in this case was returned for eval. An angiography burst was noted 24 cm from distal end. Kinking was noticed in the last 12 cm of distal section of the catheter. The burst failure mode in typical of an angiography burst. Production lot history review did not reveal any non-conformances that would have contributed to the reported event. The prod met the acceptance criteria prior to release. The description of the event is consistent with a rupture caused by catheter over-pressurization. Through simulation, a failure of this nature could typically be created by over-pressurization while the catheter has a severe restriction (kink or occlusion). The dynamic burst pressure of an ultraflow catheter with an unrestricted lumen is well above the pressure that would typically be generated in this clinical setting. The instructions for use (IFU) includes warnings and info regarding over-pressurization.